Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from a cut in the cycler set tubing after ending their pd treatment on the cycler. The patient reported receiving the air detected in cassette alarm several times during dwell 2 of 4 of treatment. The patient rebooted the cycler and received the power failed recovery failed message and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did not come into contact with the cycler. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient upon removing the cycler set from the cycler observed that the blue cap on the bag line appeared to be torn or cut away from the set. The patient stated that treatment completely successfully that night after re-setting up the cycler at the advisement of fresenius technical support. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.